Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. The transmitter was received for evaluation. An external visual inspection was performed and no defects were found. Voltage and pairing tests were performed and no issues were found. Functional testing was performed with the transmitter and the device passed all tests. Review of the log data could not be performed as the log data was not present. Confirmation of the problem was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor session stopping abruptly after 2 hour warm up was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.